Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that scope body had a crack and water tightness was lose due to damage to the up/down knob. Switch 1 had a cut and the forceps raising angle did not meet standard value due to wear of the forceps elevator wire. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The light guide lens had a crack and the distal end had foreign material or stain. The adhesive around the objective lens had discoloration and there was corrosion around the lever arm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the foreign material remained in light guide-lens for reprocessing could not be completed due to occurrence of leakage at the control section a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis exera iii duodenovideoscope had leakage at the rotary wheel. Inspection and testing of the returned device found that the light guide lens had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.